Manufacturer narrative:
Additional information was received that the customer's blood glucose (bg) level was impacted the following day ((B)(6) 2016). The customer stated their bg level was 580 (mg/dl) because they had removed the pump due to the malfunction. The customer used manual injections to correct elevated bg level. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that for the past few months the customer received multiple cartridge error messages while attempting to load multiple cartridges. In addition, on (B)(6) 2016, a malfunction alarm occurred while the customer was attempting to change the cartridge. There was no impact to the customer's blood glucose level. It was indicated that the customer would use manual injections as alternate insulin therapy.